Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that she had a hypoglycemic event. The blood glucose reading was 45 mg/dl. She treated with glucose. She declined troubleshooting for that issue. The insulin pump was not replaced or returned for analysis.